Event description:
When I first saw dr and explained what my problems were, he believed that physical therapy would help strengthen my back muscles and take care of this problem. When dr saw that the physical therapy was not helping, then we worked with another dr (pain mgmt) for x-rays and injections into the lower spine. Again, these injections did not relieve the pain. Dr said I would be a candidate for the charite artificial disc replacement in the l5-s1 area and this would relieve all the pain in my legs and knees. I was informed in or by dr that this procedure is not a 100% guarantee and with my experience no procedure is a 100% guarantee. Recovery was a very unpleasant experience. The pain was so intense for breathing, walking, sitting or laying down. This was a slow recovery, but the lower back and leg pain did not go away. I questioned dr could my problems be because of the artificial disc is not straight. I've seen the x-rays and my disc not level. It became even more difficult to walk with my cane. By 2005, I needed a wheelchair and I've been using this wheelchair since. Until you have been in a wheelchair you have no idea with the daily obstacles that limits your mobility. Intimacy had become a serious problem with my wife and I. We have a very healthy sex life and now we don't. Currently we don't engage in any sexual activity because it's not worth the pain/frustration since 2007. I've tried viagra and on occasions it might work but I get too embarrassed. Work is something I miss. I was proud to contribute an income, now we struggle to make ends meet. Home chores/building projects is another enjoyment. Now we have to hire out for a lawn services and any major repairs. Below is a list and dates of events starting with dr. (Lower back pain) 2004. Note: unable to complete this therapy could not progress beyond entry level and pain level was very high. Charite artificial disc replacement l5-s1, 2004. Hypotension stroke #3. 2005. Note: problems with lab results on urine test that was not my urine tested. I spoke to the dir and she stated that there is no 100% guarantee. Update: 2007. (Unable to walk any distance with a cane, needed a manual wheelchair 2005). Pain management: pain in left arm: lidoderm patch 700mg, every other 12 hrs. Pain management: methadone 10mg, one tablet twice daily (note: a severe reaction) pian in left arm: hydrocodone/apap 750mg, every 4 hours (currently on hold due to pain mgmt medication). Returned to pain mgmt due to the increase of pain levels. We are talking over the possibilities of the morphine pump. In 2006, I went in for the morphine test to see how I would react to the morphine. (Note: a severe reaction I was hospitalized that day). Arthroscopy procedure on right knee 2006.